Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system (B)(4) displays tcmid:04 (ce response timeout) error messages every time the console is powered on" was confirmed during the functional testing and based on the review of the event log. The root cause for the reported tcmid:04 error message was a defective lm-34 temperature sensor, likely due to the aging of the device. The thermogard xp ivtm system was manufactured in 2012 and is ten years old, well past the expected service life of 5 years. However, user mishandling/neglect cannot be ruled out as no documented report was found showing that regular preventative maintenance (pm) was performed since the customer acquired the device. Performing regular preventive maintenance would help identify and prevent system failure. The lm-34 temperature sensor will be replaced to remedy the complaint. Upon visual inspection, unrelated to the reported complaint, a broken hmia ribbon cable connector and module housing power input was observed, the screw on the umbilical connector and prime cover are missing, the top lid was loose and bumpers are cracked, the window display has multiple air bubbles, and the coldwell cap gasket turned yellow and is degraded. The observed physical damages appear to be the characteristics of user mishandling and wear and tear due to aging of the device. The damaged parts will be replaced to address the observed physical damages. The thermogard xp ivtm system failed functional testing due to the tcmid:04 error message displayed upon powering on. The event log review showed multiple tcmid:04 error messages and, unrelated to the reported complaint, showed a tcmid:10 (ce reset) error message around the reported event date. The lm-34 temperature sensor will be replaced to address both the tcmid:04 and tcmid:10 error messages. Upon further testing, unrelated to the reported complaint, it was observed that the assembly cold well reservoir is defective, due to the empty sensor not working. The defective part will be replaced to remedy the issue. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for thermogard xp ivtm system with sn (B)(4).

Event description:
The customer reported that the thermogard xp ivtm system (B)(4) displays tcmid:04 (ce response timeout) error messages every time the console is powered on. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.